Event description:
Cms (B)(4) / ra614910 a customer contacted global technical solutions center (gtsc) (B)(6) 2026 after observing what was described as a discordant negative antibody screening result in indirect antiglobulin test (iat) for a donor using 0.8% surgiscreen lot vss736 and anti-human globulin anti-igg (rabbit) mts anti-igg card 120225001-04 in combination with their ortho vision swift ID-mts analyzer serial (B)(6), (software version 5.16.0). Complainant/complaint reporter name and position: (B)(6), laboratory supervisor. Event date: 27 april 2026, reported on (B)(6) 2026 donor information: donation collected on (B)(6) 2026 sample ID (B)(6) customer internal investigation number: CAPA-2026-01217 / (B)(4) reagents: 0.8% surgiscreen (product code 6902316; lot vss736; expiry date 26 may 2026; manufacture date 24 march 2026) anti-human globulin anti-igg (rabbit) mts anti-igg card 120225001-04,(product code mts084024; expiry date 11 september 2026; manufacture date 11 december 2025) the customer reported that on (B)(6) 2026, they had tested sample ID (B)(6) for antibody screening using an alternative commercially available method with a competitor's analyzer and that they had obtained a positive antibody screening result (4+ reaction with the pool_cell). The corresponding analyzer report confirming this result was provided. The customer reported that as per their internal procedure, samples for which a positive reaction is obtained with the pool_cell are further tested for antibody screening in iat using mts method and the ortho vision ID-mts analyzer. Thus, on the same day, they had tested the same sample for antibody screening in iat using 0.8% surgiscreen lot vss736 and anti-human globulin anti-igg (rabbit) mts anti-igg card lot 120225001-04 in combination with their ortho vision ID-mts analyzer serial (B)(6) and obtained negative reactions with the three cells of the red cell reagent. The corresponding analyzer order report confirming these results was provided. The customer reported that the negative antibody screening result was reported to the physician. The customer reported that the sample was sent inadvertently to their local reference laboratory (B)(6) for antibody identification where an antibody with an undetermined specificity was identified. No further details were provided. The customer reported that as a consequence, the corresponding blood unit was recalled. The customer reported that no further testing could be performed as the sample was discarded after the usual 15-day sample retention period. The customer confirmed that no patient/donor was harmed because of this event. The customer further stated that case will be reported to FDA. No further details were provided.

Manufacturer narrative:
Investigation details: the customer reported that quality control (qc) results performed on the day of the reported event were as expected. The corresponding analyzer order reports were not provided. The card and reagent red blood cells storage and usage conditions were checked and confirmed to be aligned with ortho's recommendations. The customer reported no visual appearance defects for these cards and reagent red blood cells. Using econnectity gtsc analyzed the ortho vision swift ID-mts analyzer column grade result report, metering report, barcode scan report and condition codes report and confirmed that no issue was reported for this sample. As part of the investigation, review of manufacturing batch records of 0.8% surgiscreen lot vss736 and anti-human globulin anti-igg (rabbit) mts anti-igg card 120225001-04 were carried out at ortho's manufacturing site and no non-conformances or deviations were identified. The results of all in-process and quality assurance release for sale tests were found to be within specification. As part of the investigation of the customer complaint, samples containing known specificities of antibody (anti-d(rh1), anti-k(kel1) and anti-fya(fy1)) were tested for antibody screening in iat at ortho's manufacturing site using retained samples of 0.8% surgiscreen lot vss736 and anti-human globulin anti-igg (rabbit) mts anti-igg card 120225001-04. All the positive and negative reactions obtained were as expected for 0.8% surgiscreen lot vss736. Mts anti-igg card lo 120225001-04 retention cards were tested on the ortho vison with 0.8% surgiscreen lot vss744 and albaq-chek lot v294252. All results were as expected. A total of 100 retention cards of mts anti-igg card lo 120225001-04 were visually inspected and no defects were found. Mts anti-igg card lo 120225001-04 performed as intended. The issue described by the customer could not be reproduced. A review of the worldwide complaint databases up to 11 june 2026 was performed for 0.8% surgiscreen lot vss736, anti-human globulin anti-igg (rabbit) mts anti-igg card 120225001-04 and master bulk lot 120225001. No other similar complaint was identified for lot vss736 with call area falseneg/weakreac. No complaint was identified for lot 120225001-04 and master bulk lot 120225001 with call area falseneg/weakreac. No trend is identified. No further investigation was carried out into this incident. The assignable cause of the discordant negative antibody screening result obtained by the customer could not be determined. There is no evidence of any systematic failure of the ortho reagents or analyzer to perform as intended. In mitigation of the discordant negative antibody screening result, the 0.8% surgiscreen instruction for uses states: "for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive." No other complaint of this type has been received from the customer site since the time of the reported event.